Manufacturer narrative:
The glidescope avl video monitor was returned to verathon for evaluation. The technical service representative connected a test baton to the returned video monitor for testing, the video monitor cut off immediately after starting up. The technical service representative isolate the issue to the device battery, the date code on the battery was a13230417/r03 indicating the battery was approximately 4 years old. In addition, it was noted that the tutorial and download keypad buttons did not function. The device battery and the front shell were replaced, the device was tested. The video monitor passed all image quality tests and was returned to the customer.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor, the image would cut in and out. Reportedly the customer narrowed the video issue down to the video monitor. A two (2) minute delay in the procedure was reported, while preparing another laryngoscope system. No harm to patient or user was reported.